Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient had a 23-hour methotrexate infusion that was scheduled to finish at 1508. Infusion ran over and did not finish until 1635. There was patient involvement and no harm.

Event description:
It was reported that the patient had a 23-hour methotrexate infusion that was scheduled to finish at 1508. Infusion ran over and did not finish until 1635. There was patient involvement and no harm.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. Root cause: the probable cause of the reported issue that the patient's methotrexate infusion did not finish at stipulated time and infusion ran over was not identified during the customer call. Case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.